Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted due to a setscrew problem. At the time of the connection of the right ventricular (rv) lead, the torque wrench did not click. The lead was attempted to be removed, but the wrench kept turning and it failed to work. In the meantime, the right atrial (ra) lead was connected. A different wrench was used and they were able to disconnect the rv lead. The ra lead was then removed to help with connecting the rv lead. As the ra lead was removed, the wrench was turned too much and the setscrew dislodged from the ipg. The physician decided to implant a different device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst indicated the returned device had fm on the bottom surfaces of both grommets and the analyst also indicated that the returned device was missing the atrial set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.